Manufacturer narrative:
The account was experiencing erratic results on patients, and qc for open and closed modes with intermittent sampling errors. Backgrounds were within specification. Troubleshooting performed by the customer included: autoclean, cleaning of transducers with bleach, and cleaning of aperture plates. The customer technical advocate (cta) performed troubleshooting by having the customer; check the reagents were correct; check syringes for leaks/bubbles; status of peristaltic pump tubing [changed 2 days before]; clean the y fitting in open and closed mode; clean closed mode aspiration needle. Customer was to clean shear valve and rerun specimens, then call back, if the issue was not resolved. The issue was resolved by cleaning the aspiration pathway and shear valve. The issue is addressed in the cell-dyn 3700 system operator's manual. 06h89-01, rev e, troubleshooting instructions for: intermittent sampling errors in open and closed modes (pages 10-47 to 10-49); rbc/mcv/plt data imprecise or inaccurate (page 10-56); hgb data imprecise or inaccurate (page 10-60). In addition, the complaint analysis trending system (cats) and trending analysis support system (tass) reports were reviewed, and no adverse trends were identified. This is the final report.

Event description:
The account stated that the cell-dyn 3700 sl analyzer was generating erratic results between open and closed modes. The results generated in the closed modes were: hemoglobin (hgb)= 14.5 g/dl, hematocrit (hct) = 27.6%, rbc=3.37x10e6/ul, mcv=82.0 fl, wbc=9,240/ul, platelet (plt)=135,000/ul the results from the open mode were: hgb=7.87 g/dl, hct=22.2%, rbc=2.80x10e6/ul, mcv=79.2 fl, wbc=9,320/ul, plt=117,000/ul. The results were not reported, and there was no impact to patient management.